Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2014 the patient's device got infected and required an explant. The leads remained implanted in case the patient wanted a new system implanted in the future.